Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Block h10: visual examination of the returned device revealed that the working length was twisted. In addition, the distal pierced hole (tome's extrusion) was found torn; therefore, this last condition displaced the cutting wire/notch from its original position and the cutting wire was not broken. The complaint was consistent with the reported event of cutting wire broke. The received device has a distal pierce hole torn, this is evidence of that cutting wire anchor slipped out causing the catheter to tear. Based on above information, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cutting wire was fractured. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cutting wire was fractured. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.